Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#90987 was implemented.

Event description:
The patient reported their omnipod dash charging cord is burned and melted. Attempts were made to follow up, but no additional information was provided.